Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with non sustained ventricular tachycardia (nsvt) events. It was noted that oversensing in the right ventricular lead were being binned as these events. It was determined that oversensing was probably related to myopotentials. Programming changes were made. The oversensing was not reproducible post changes. Patient was asymptomatic and would be further monitored.